Event description:
The patient had an incisional hernia repair with permacol implanted in 2006 and the wound was closed with continuous sutures. It was subsequently reported that the patient developed an infection and the permacol had 'fallen out'; altough the surgeon reports that there were pieces still sutured in the patient. The elderly lady had previously had a heart valve operation.